Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) levels were reported to have been flucuating between 65 and 250 mg/dl. The customer reverted to manual injections. The customer stated that bg level had been fluctuating due to being unable to use the pump.